Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the battery indicator began to appear at 8:00am on an unspecified date approximately two and a half weeks prior to contacting lfs. The patient is on insulin pump therapy. It is not known what action, if any, the patient took in regards to his usual diabetes management routine when he was unable to test due to the alleged issue. The patient reported that 2 weeks after the alleged issue began he "passed out". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the subject meter. The csr documented that based on the information provided the batteries did not need replacing. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed sign/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.